Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0ebsh, implanted: (B)(6) 2014 explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported poor communication on their patient programmer (pp). Patient was redirected to their healthcare provider (hcp) because the patient has not received therapy in a significant period of time and their ins is older than three years. Patient is having a return of symptoms including terrible gas escaping and incontinence. Symptoms are getting worse and worse and its to the point where the patient can't leave the house. Patient states they don't feel stimulation even though they never turned it off. Patient mentioned they were in car accidents in (B)(6) 2016 and the patient broke their neck in (B)(6)2016. Patient was redirected to their hcp to discuss poor communication and symptoms. Patient also says they were getting a massage once and the patient experienced a momentary increase of stimulation and it was very uncomfortable. Patient has an appointment with their hcp on (B)(6). It was later reported that it was not until (B)(6) when it was discovered that a wire was broken. On (B)(6), 2017 the patient had surgery to replace the device due to the broken wire and poor connections. It was reported that the poor communication screen and not feeling stimulation was resolved with the new device. No further complications reported.

Manufacturer narrative:
Fdd (B)(4) no longer applies. Fdd (B)(4) applies. If information is provided in the future, a supplemental report will be issued.